Manufacturer narrative:
Ni

Manufacturer narrative:
Device available for evaluation? Corrected "no" to "yes" and "returned to manufacturer on: 4/3/2014". Device evaluated by mfg? Corrected "not returned to manufacturer" to "yes". Asp investigation summary: the investigation included a review of the device history record, service history, trending of the product malfunction code, failure mode and effects analysis, and system hazard and user misuse analysis. The DHR was not reviewed as the issue was determined to be related to use error and not manufacturing related. The service history for this unit for the past 6 months, september 2013 to march 2014, did not reveal a significant trend for this same issue. The trend of the product malfunction code fluid temperature too low was completed from september 2013 through august 2014 and revealed this was an isolated incident. The fmea revealed the risk priority number for this failure mode is at an acceptable level. The shuma shows that the risk is at an acceptable level for bio-contamination from bio-carryover from the previous cycle to the patient and operator. The shuma shows that the risk is as low as reasonably practical for improper solution temperature during disinfection. The heater fuse was returned and tested. During testing it was found that the electrical resistance of the heater fuse was open. The reason for return of the heater fuse was confirmed. The heater fuse is the most likely assignable cause for the reported fluid temperature too low issue. The severity of the issue was defined as negligible. Review of the tracking and trending data did not identify a trend. Consequently, root or assignable cause analysis was not performed. The root cause for the scopes that were not processed at the correct hld time was determined to be use error as the temperature light was not ensured to be illuminated before starting a cycle. A letter was sent to the customer recommending review of the asp aer user¿s guide, the cidex opa IFU, sgna¿s guidelines, and the reference article, ¿the truth and consequences of enzymatic detergents.¿ the customer was also offered an in-service.

Event description:
A customer who uses cidex opa reported an unknown residue left on scopes after improper processing time in their aer automatic endoscope reprocessor with printer. The unit is not set for disinfecting 12 minutes. The customer stated the heater light has not been coming on for a long time. An fse was dispatched onsite to assess the unit. The fse found that the heater fuse needed to be replaced and confirmed that the temperature light did not illuminate. The fse measured the temperature of the disinfectant after replacing the fuse and confirmed that it heated to 25c. Per the cidex opa solution IFU, scopes should be processed for 12 minutes for manual processing and 5 minutes immersion time for automatic endoscope reprocessors that can be set to and maintain a temperature of 25 degrees c. The customer was processing the scopes at 5 minutes as if the heater was working. The asp aer user's guide in regards "operating the aer: required steps for endoscope processing" step 10 states the following: "caution: always verify that the correct times are displayed on the led panel, according the disinfectant manufacturer's guidelines, before starting each endoscope processing cycle. Incorrect disinfectant times may result in inadequate scope disinfection." It is unknown how many patients had procedures with scopes that were not processed at the correct hld (high level disinfect) time. It was reported that there have been no patient reports of injury or harm.